Manufacturer narrative:
The following products were used in the surgery and it is unknown that which of the following had been subsided and resulted in endplate dilations: product ID: 56301105, qty: 01, lot: ca18a054, UDI: (B)(4), product ID: 56300905, qty: 01, lot: ca17j043, UDI: (B)(4), product ID: 56300805, qty: 01, lot: ca18a054, UDI: (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery due to some unknown reasons. Intra-op, at the time of surgery it was found on interoperative fluoro imaging that the interbody cage had been inserted obliquely and subsided at l4-5. This had resulted in endplate dilations. The outcome of event is still pending.